Event description:
It was reported that during use of the bd q-syte¿ luer access split-septum stand-alone device the q-syte connectors were occluded in the hemodialysis; while the blood flowed smoothly after the connector was removed. There were 10 occurrences. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: the nursehead reported that the q-syte connectors were occluded in the hemodialysis; while the blood flowed smoothly after the connector was removed. One unused q-syte from the same lot and a unused connecting set will be sent back for investigation.

Manufacturer narrative:
Investigation summary: DHR review was performed on the sub assembly lots: 8173707 ¿ this lot number was built on qfa line 3, from 25jun18 through 27jun18. 8173708 ¿ this lot number was built on qfa line 3, from 27jun18 through 29jun18. 8178683 ¿ this lot number was built on qfa line 3, from 26jun18 through 1jul18. No reject activity associated with the lot numbers provided was found. Received one q-syte assembly within a sealed package from lot number 8220679 along with a miscellaneous IV connecting set. Visual/microscopic examination: no physical-mechanical damage was observed on any of the components of the q-syte assembly. The water flowed freely into the q-syte unit and out with no obstruction-resistance confirming bottom slit presence. Flow test: the flow test passed per specification of 1 liter/hour with the result of 35.74 l/h. Conclusion(s): the returned representative unit did not display any adverse characteristics that would contribute to the defect the customer experienced, and the failure described in the event description could not be replicated at the laboratory.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd q-syte luer access split-septum stand-alone device the q-syte connectors were occluded in the hemodialysis; while the blood flowed smoothly after the connector was removed. There were 10 occurrences. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the nursehead reported that the q-syte connectors were occluded in the hemodialysis; while the blood flowed smoothly after the connector was removed. One unused q-syte from the same lot and a unused connecting set will be sent back for investigation.